Event description:
It was reported by the patient's representative that the patient is deceased. It was reported that the patient fell and broke their femurs. The patient was hospitalized. It was stated that everything spiralled and the patient was placed in hospice but died a few days following this.

Manufacturer narrative:
Continuation of d10: 97792 neuro adaptor, implanted on (B)(6) 2020. 977a260 pain stim lead, implanted on (B)(6) 2020. 977a260 pain stim lead, implanted on (B)(6) 2020. 97715 pain stim ipg, implanted on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.